Event description:
Reportedly, the endo clip ii ml (176657) clip applier did not place properly formed clips on the tissue. Therefore, another device was used to complete the case. Procedure: lce. Patient status: no patient injury reported.